Event description:
During central processing, the user facility reportedly identified bent wires on the prograsp forceps instrument . Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed the alleged complaint. The pitch cables were loose but were not visibly broken at the instrument's wrist. The pitch up cable was slightly kinked and unwound due to decreased cable tension. The pitch cable crimp was not seated properly in the crimp pocket causing slight tension decrease due to shifted crimp position. Other cables at the instrument's wrist were not damaged. Additional observations not reported by the customer was main tube damage. The distal end of the main tube had various scratch marks with light material removal. Scratches were 0.100 - 0.130 in length and were not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.